Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had failed battery test alarm. Customer's blood glucose level was unknown. The customer stated that insulin pump rejected the new battery. Customer stated that insulin pump gives no delivery alarm the insulin pump will not be returned for the analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. No excessive no delivery alarms noted. Device passed a21 error test and all operating currents tested within the specific range. Device was monitored and tested with no failed battery test noted. (B)(4).